Manufacturer narrative:
E.1. Initial reporter facility: (B)(6). A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 09-may-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station had no power and remote support service was offline. A field service engineer powered off the station and reseated all the cables. Found that the control board for auxiliary drawer 5 and the l board were not functioning. Replaced both boards, then powered on the station. Verified that the system was working perfectly. Customer tested the unit and confirmed no issues were found. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the machine had no power, and there was a clicking sound before it powered off. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.